Event description:
The caller reported that the insulin gauge displayed an amount different than expected, specifically showing a fill estimate of 90 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer was advised not to overfill the cartridge and understood the instructions but chose to continue using the current cartridge and would follow up if necessary.